Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. During troubleshooting, it was confirmed that the image was visible on the display monitor but not on the provation computer. The issue got resolved upon swapping the serial digital interface adapter. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source exhibited no image on the provation computer. The issue occurred during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, h2, h6, h11. The device was not returned to olympus for inspection and the reported failure was confirmed by technical assistance center (tac). A definite root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.